Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was advised to call back if the malfunction recurred, and they acknowledged this guidance.